Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result for the pre-surgery patient was 58.22 mui/ml and was reported outside of the laboratory. On (B)(6) 2012, the patient was redrawn in another laboratory and the result for that sample was <0.1 mui/ml on an unknown roche instrument. On (B)(6) 2012, the customer repeated the original sample and the result was <0.1 mui/ml. They also repeated another sample collected on (B)(6) 2012, and originally tested for "urea and glic" and the result was <0.1 mui/ml. The patient was not adversely affected. The hcg+ss reagent lot number was 167584. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data a general reagent issue was not suspected. It was noted the customer was not calibrating the assay as frequently as recommended in product labeling.